Event description:
Pt undergoing knee arthroscopy when it was noted on tv screen that a minute foreign body was present. Upon examining equipment, found that a small piece distal to the hinge of angle scissors had broken off. The piece was present post-lat on x-ray. Unable to find or extract intra-op.